Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was in a golf cart accident and the touchscreen became shattered and no longer functional. Reportedly, the touchscreen collapsed inward. There was no reported impact to customer's blood glucose level. Customer has no tested blood glucose levels yet.